Manufacturer narrative:
The pt remains under observation in the hospital and continues on lvad support with no further issue reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that, approx 10 days post implantation of the lvad, the pt received integrillin due to elevated pump power for a period of three days. The pt's pump power has reportedly normalized since the administration of integrillin. According to additional info provided to the MFR, the pt had received factor vii while in the operating room. The hospital's vad team will continue to monitor the pt's clinical symptoms and pump parameters.